Event description:
The MFR representative reported the pt experienced numbness and swelling in the legs after undergoing trial surgery. The hcp at the clinic stated the pt has high reflex, and thinks it might be an epidural bleed. A CT scan will be conducted to diagnose the problem. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.

Manufacturer narrative:
.